Manufacturer narrative:
The reported field event of set screw anomaly was confirmed. The atrial setscrew could be over torque causing the setscrew to be stripped. The issue was consistent with having occurred during the procedure. The device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
During an unrelated procedure, it was observed the set screw for the atrial lead was unable to be tightened. The event was resolved by explanting and replacing the device. The patient was in stable condition.